Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge, resuming pump therapy.